Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The device history logs were provided by the user facility, however the date of the event and the details of the infusion, like the infusion rate or the volume to be infused, were not provided. The event was reported to b. Braun on (B)(6) 2020, and the logs show that the pump was put back into service and multiple infusions were run after (B)(6) 2020 with no other issues reported. The actual device involved in the reported incident was not returned for evaluation. Without the actual device a thorough sample analysis could not be performed and no specific conclusions can be drawn. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to get the actual device involved in the reported event,or the device history logs from the device involved, are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: blood infusion scheduled to complete in 3 hours, took 4 hours to complete.